Manufacturer narrative:
Additional information which was received on sep 21, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: a1, a2, b5, d6. Corrections: b4, g4, g7, h10. The manufacturer received cd with x-rays,and revision report for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to aseptic loosening.

Manufacturer narrative:
The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Lot number unknown.

Event description:
It was reported that patient underwent revision surgery due to loosening.

Event description:
Investigation is completed.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g4, g7, h10. Event description: it was reported that the patient underwent a revision surgery on (B)(6) 2020, due to aseptic loosening of the zweymüller stem size 2 following implantation in 2010. Review of received data: neither medical nor patient data has been received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be performed due to missing lot number. Conclusion: it was reported that the patient underwent a revision surgery on (B)(6) 2020, due to aseptic loosening of the zweymüller stem size 2 following implantation in 2010. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore, the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the significant lack of information the reported event cannot be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been updated as the device has been received and investigated.

Manufacturer narrative:
This updated report has been created to reflect the updated investigation as the device has been received on september 21, 2020. Updated fields: additional: h2, h6 correction: b4, b5, d1, d4, d10, g4, g7, h3, h10 note: - ref number of received device does not match the reported device, therefore change of device ref. 2862 (alloclassic sl hac size 2) to ref: 2842, lot: 2537280 (alloclassic sl size 2). Event description: it was reported that the patient underwent a revision surgery of the left hip on (B)(6) 2020 due to aseptic loosening of the zweymüller stem size 2 following implantation on (B)(6) 2010. Review of received data: - x-rays: in total 13 x-rays covering a period from 15 october 2018 to 22 april 2020 and one MRI from (B)(6) 2019 have been received. Only images taken before the revision surgery have been considered. The following x-ray analysis has been performed by a health care professional. Radiologically, 8.5 years after primary implantation, on (B)(6) 2018, indications of stem loosening with recognizable radiolucent lines at the level of the proximal stem in the gruen zone 1-2 and 7 and density / hypertrophy of the medial cortical bone in the gruen zone 6. On (B)(6) 2019, 11 months later, unchanged radiological findings. - surgical report: revision report, dated (B)(6) 2020: diagnosis: painful, aseptically loosened left htep. Treatment: revision of stem and head via anterior approach (mis), allograft filling of left proximal femur. Description of procedure: opening through old scar. Removal of the l head. Stem is not anchored proximally. Bony exposure of posterior shoulder. Attempt to remove stem, but stem is well anchored distally. Loosening of the stem with chisels, then removal of the stem without problems. Product evaluation: - visual examination: the alloclassic stem was received for examination. The anchoring surface shows extensive damage from the revision surgery consisting of scratches, nicks and indentations. The taper also exhibits scratches and indentations. Several spots of brownish discoloration can be seen on the anterior and posterior surfaces. Further, remains of bone attachments can be found, especially in the distal half of the stem. Signs of loosening were not found, but may have been obscured during revision. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed as only the complained product is known. - DHR review: review of the device history records identified no noted deviations and/or anomalies during manufacturing conclusion: it was reported that the patient underwent a revision surgery of the left hip on (B)(6) 2020 due to aseptic loosening of the zweymüller stem size 2 following implantation on (B)(6) 2010. Review of the provided x-rays confirms radiolucent lines consistent with stem loosening. No signs of loosening were found on the stem, but the stem has extensive damage from the revision surgery, consisting of scratches and indentations, so that the original stem surface is no longer fully visible. The remnants of bone attachments found in the distal half of the stem are consistent with the intraoperative findings described in the revision report. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the investigation, the reported loosening after 10 years in-vivo can be confirmed. However, an exact root cause could not be identified, most likely the cause of the stem loosening is multifactorial. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).